Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. During post-operative procedure, an anteroposterior view of the abdomen demonstrated that the top of the inferior vena cava filter was slightly canted towards the right. This could be secondary to a tortuous inferior vena cava. The tip of the filter lay at the inferior edge of the t12 vertebral body, which was slightly higher than expected. Approximately six years and ten months later, an x-ray kidney, ureter and bladder (kub) showed that an inferior vena cava filter was in place. After two weeks, an x-ray upper gastrointestinal with small bowel showed that an inferior vena cava filter was in place at l1-l2 level. After two months, an x-ray abdomen 2 views showed that an inferior vena cava filter was in place. On the next day, the patient presented with chest pain. On the same day, a computed tomography angiography (cta) chest showed no evidence of pulmonary embolus. Also, a computed tomography (CT) abdomen and pelvis with intravenous contrast showed that there was an inferior vena cava filter in place with the proximal tip at the level of the renal veins. After five months, a computed tomography (CT) abdomen and pelvis with and without contrast showed that a metallic artifact present appeared to represent an inferior vena cava filter through its orientation somewhat unusual and its tip was at the level of the renal veins. After three years, a computed tomography angiography (cta) chest showed no pulmonary artery embolism. After one month, a nuclear medicine (nm) scan of abdomen/pelvis/lower extremities showed that a filter was present within the infra renal inferior vena cava. After one year and one month, the patient presented with chronic low back pain. On the next day, a radial l-spine anteroposterior/lateral showed that there was an inferior vena cava filter that projected to the right of the l1-l2 level, with what appeared to be at least 3 limbs that were separated from the core and scattered from l1 to l3. After two months, an attempt was made to retrieve the fractured and penetrated inferior vena cava filter from the patient¿s body. At the beginning of the procedure, the patient showed signs of stenosis around the filter area of the inferior vena cava. There was also 3, at least, separate segments or limbs of the filter that was completely detached from the filter and it was seen outside the wall of the inferior vena cava. There was a fourth one, that sat just in the wall at the same level of the inferior vena cava and completely separated. There were 4 limbs that were completely separated from the filter. Through the ultrasound-guided right internal jugular vein access, a guide catheter was advanced below the level of the filter. Then, a heavy wire and a 16-french sheath was exchanged and placed from the top. Using multiple manipulations and techniques, the physician was able to immobilize part of the filter away from the wall of the inferior vena cava. A pre-operative computed tomography (CT) scan showed that the tip of the filter was embedded in the wall of the inferior vena cava. The physician could not remove it from the top, because there were still adhesions that could not be reached, so an 18-french sheath from the right groin was inserted under ultrasound guidance, and again extensive adhesion removal and dissection was carried from the groin. Then, forceps was advanced from the top along with a 12 french sheath. The physician was able to grab the neck of the filter and able to collapse it inside the 16-french sheath from the top. After it was completely collapsed, there was 1 limb that was snared without difficulty and removed. After removal, completion venogram showed no rupture or leakage. There was some narrowing on the inferior vena cava, but no significant occlusion. The catheter and sheath were pulled back and hemostasis was obtained. After two months, an x-ray abdomen anteroposterior showed that there were 2 linear metallic structures, 1 horizontally oriented to the right of midline at l1-l2 and a second localized vertically at the l3 level, that could be residual metallic legs of the inferior vena cava filter. Therefore, the investigation is confirmed for the alleged filter limb detachment, retrieval difficulties, filter migration, perforation of the inferior vena cava and the positioning issue. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2004).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter detached and penetrated the inferior vena cava. The device was removed percutaneously. There are some filter struts that are retained the patients vessel wall at possibly l1-l2 and l3. The current status of the patient is unknown.